Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and no display was unable to be replicated. Evaluation did find the scope failed the leak test due to a puncture on the cable and a smashed connector tip. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the hd autoclavable camera head had no image displayed on the video system. The issue was found during the preparation for use. A backup device was used to complete the procedure. There were no reports of patient or user harm associated with this event.